Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had hyperglycemia and the insulin pump was not working properly. It was reported that the insulin pump blank display and it was not turning it on even after changing the battery. On april 23, 2019 it was reported that the customer was in the hospital for hyperglycemia and had high blood glucose levels ranged from 27 mmol/l to 30 mmol/l. The customer was treated at the emergency room and was not wearing the insulin pump. Troubleshooting was performed. The customer was advised to return the insulin pump. Product is not expected to return for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display.